Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy and the cannula was not visible. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The exposed portion of the soft cannula was not seen past the bottom housing, further indicating that the device was not deployed. The download data showed that the device deliver 45 pulses, all of which are first prime, before being deactivated. No timeouts or drive stalls were observed in the download data. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device not to deploy as intended. The device did not deploy because it was deactivated after the completion of first prime. No other damages or deficiencies were observed during the investigation; the device functioned as intended.